Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the distal end of the device was dirty, the forceps elevator contained foreign material, and the adhesive around the light guide lens was also dirty. The following additional findings were also noted: discolored and corroded components, peeling adhesive, loss of water tightness of the forceps elevator, and poor angulation due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon asset inspection and testing of the returned evis exera ii duodenovideoscope unit it was discovered that the distal end of the device was dirty, the forceps elevator contained foreign material, and the adhesive around the light guide lens was also dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Gap of adhesive on the distal end allowed a stain to enter inside the lens through the gap. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿. Olympus will continue to monitor field performance for this device.